Event description:
The technician alleged the brake caster was not holding when in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake rocker arm, bolt and pin to resolve the issue.